Manufacturer narrative:
Medwatch sent to FDA on 09/14/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema and erythema as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the lower eyelids with juvederm volbella with lidocaine. Patient used cold compress after injection. Immediately after injection patient developed edema and erythema to the lower eyelids. Patient was treated with hyaluronidase and symptoms resolved a week after injection.

Manufacturer narrative:
Medwatch sent to FDA on 09/29/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with chlorhexidine and then injected to the lower eyelids with juvéderm® volbella¿ with lidocaine. Patient used cold compress after injection. Immediately after injection patient developed edema and erythema to the lower eyelids. Patient was treated with hyaluronidase and symptoms resolved a week after injection.

Event description:
Additional information: patient was injected via retroinjection near the bone of the "lower eyelids in concavity nasal-eyelid." Patient was additionally injected to the nasolabial groove without any problems.